Manufacturer narrative:
Product evaluation was not included. Device evaluation summary: during analysis of the device two (2) tears (a and b) were observed measuring approximately 4 cm (a) and 0.2 cm(b). Rupture a was noted in the posterior view expanding to the anterior view, also a crease was observed in the posterior view and within the crease a tear b was observed. No additional anomalies were observed. Microscopic examination was performed and no evidence of instrument damage was observed. Since the 2nd product received is a concomitant device, no further analysis is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 475cc, catalog # 3501680, serial # (B)(4), lot # 6485817. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 475cc breast implant and experienced deflation on the right side post-operational. As a result, the patient underwent device removal and replacement with a mentor memorygel breast implant 650cc, catalog number 3506504bc on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 7/22/2019, the mentor failure analysis lab received the device for evaluation. On 7/31/2019, the product investigation was completed. On 8/1/2019, mentor became aware that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 650cc, catalog number 3506504bc, serial numbers (B)(4) on the left and (B)(4) on the right side on 6/25/2019. Manufacturer¿s reference number: (B)(4).